Event description:
It was reported that the implantable cardiac monitor was unable to send a transmission due to an error message. It was noted that the device memory was at capacity. Programming changes were made. The device was able to send transmissions after the changes. No patient consequences were reported.